Event description:
The user facility reported that their system 1e leaked over-night that resulted in water on the floor. The puddle was reported to be six feet in diameter, located in a walkway and was cleaned up by the facility using towels. The customer turned off the water supply to the unit and contacted steris service. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit. The technician turned on the water supply to the unit and observed the leak occurring at the a/b pre-filter inlet at a rate of approximately five drops per minute. Further inspection of the unit revealed a cut gasket at the straight barb hose connection of the pre a/b filter. The technician replaced the gasket and removed the straight barb fitting, replacing it with a factory crimped 90 degree fitting. A diagnostic and processing cycle was run, the unit was confirmed operational and returned to service.